Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was completely depleted and would not communicate with external device. The patient experienced lack of therapy. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced. Post-operatively, therapy was restored.